Event description:
It was reported the patient experienced a small midline hernia above the umbilicus coincident with automated peritoneal dialysis therapy. The hernia occurred after automated peritoneal dialysis therapy began but it was reported that the hernia did not worsen with peritoneal dialysis therapy. The patient had hernia repair surgery nine days prior to the receipt of this report as an outpatient and was not hospitalized for the event. Eleven days prior to the receipt of this report, dianeal therapies were discontinued and eight days prior to the receipt of this report, the patient started hemodialysis therapy. It was reported that the patient was expected to resume peritoneal dialysis therapy approximately eight to nine days after the initial receipt of this report. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the event was unknown. The hernia was repaired via laparoscopic surgical repair and five days post operatively, the hernia was resolved and the patient was recovered from the event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.